Event description:
Information received indicates the right intermediate siderail is not latching.

Manufacturer narrative:
The technician reseated the latch spring and lubricated the latch mechanism to repair the bed.